Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have inappropriately reset, and exhibited a diagnostics anomaly. During the back-up pacing, the patient experienced heart palpitations that the ICD was unable to resolve. Corrective changes were made to successfully restore the ICD and resolve the patient's cardiac arrhythmia. The patient will continue to be monitored. No additional symptoms were reported throughout the intervention process.